Manufacturer narrative:
This product has not been returned to boston scientific, as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this rv lead had jumpy impedances. The impedance measurement did not appear to go greater than 1600 ohms, which is within normal limits. Technical services recommended to verify there is not any noise on the lead, due to possible fracture. It was also discussed that the health care professional could change the patient to unipolar pace/bipolar sense. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.